Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: post op proximal femoral nail antirotation breakage. This report is for an unknown nail. This report is 1 of 2 for the same incident.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.